Event description:
End user is stating that the right caster spoke broke while he was being pushed on the sidewalk.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.